Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a prior medical history of aortic stenosis and was in sinus rhythm prior to the procedure, with no documented history of conduction disorders. The length of the membranous septum could not be assessed, as it was not able to be imaged. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the circulo wire crossed into the ventricle, at which time the patient developed complete heart block. A temporary pacemaker was placed to maintain a heart rate of 80 beats per minute. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was not positioned at the base of the aortic annulus with the pigtail catheter confirmed at the bottom of the non-coronary cusp. The valve was implanted with a final implant depth reported as 2 mm on the non-coronary cusp side and 3 mm on the left coronary cusp side. The patient remained hemodynamically stable throughout the procedure and left the cath lab with the temporary pacemaker in place. Following the procedure, the patient required an additional day of hospitalization for permanent pacemaker implantation due to persistent complete heart block. No clinically significant delays were reported. The healthcare professional did not state that they believe the patient or user experienced adverse health consequences due to the performance of the product. At the time of follow-up, the patient¿s condition was reported as stable and at home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.